Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. There was an observation with the mcrd (monolithic controlled release device) that contains the steroid. The guide tooth of the lead was extrinsically damaged. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during implant the helix on the right ventricular (rv) lead would not extend. The lead was not used and was replaced. No patient complications have been reported as a result of this event.